Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404155. Serial number: n/a. Batch/ lot number: 1000334423. Model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an infection in the incision area. The reporter mentioned that the patient's dog kicked the incision and it might have cause the incision to loosen up. The patient did not notice that the incision became loose. The ipp was removed and replaced with a spectra penile prosthesis. No information about the patient's outcome was provided.